Event description:
It was reported that the patient had tried to charge their implantable neurostimulator (ins) 4 months ago and ¿it didn¿t¿. The patient was in pain and tried again to charge and stated that "the ins wouldn't register it¿. An overdischarge (od) condition was suspected on the ins with patient compliance noted as the primary reason as the patient mentioned that they last successfully recharged about 9 months ago. The patient was at their healthcare professional (hcp) at the time of report to restart the device. Additional information was received on (B)(6) 2015 indicating that the patient was still having concerns regarding their device or therapy but was working with their doctor or manufacturer representative. They had appointment dates on (B)(6) 2015. It was noted that the patient needed a new battery implanted. . If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger; product ID 377760, lot# v002340, implanted: (B)(6) 2006, product type: lead; product ID 377760, lot# v002340, implanted: (B)(6) 2006, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).